Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010; inratio: 1.0; retest inratio: 2.1. The 1.0 result was done at 11:00am and the 2.1 result was done at 1:20pm. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.